Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that, there was fracture of the right c3 screw and cracking of the cranial implant at c5/6 total disc replacement. There was progression of postoperative kyphosis and implant damage required reoperation. Neck pain occurred, but no neurological symptoms were present. Additional surgery was performed on (B)(6) 2025. Procedure performed was posterior decompression fusion at c3/6 performed using infinity. No plan to perform revision surgery to explant the broken products. No further complications reported.